Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open rectum resection, while on rectoscopy checking the anastomosis of the staple line, the stapler partially fired, the surgeon saw some open staples from the stapler at the lumen, which were not closed. There was excessive tissue incorporated into the barrel of the stapler. The donuts were complete. Intraoperative leakage test was made with the result of no leakage. 2 days after the surgery the patient had rectal anastomosis insufficiency postoperative interventional treatment was done to resolve the issue.

Event description:
According to the reporter, during an open rectum resection, while on rectoscopy checking the anastomosis of the staple line which was visually intact, the surgeon saw some open staples from the stapler at the lumen in two places, which were not closed. There was excessive tissue incorporated into the barrel of the stapler. The donuts were complete. Intraoperative leakage test was made with the result of no leakage. Two days after the surgery, the patient had rectal anastomosis insufficiency which was confirmed by fever, cloudy secretion from the drainage system and increasing infection rates and was visible endoscopically. Postoperative interventional treatment of one sigmoidoscopy and two times of rectoscopy for visual control were done to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.